Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-11515 for details pertinent to this event.

Manufacturer narrative:
E1 phone number: (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The customer provided pictures showing what appeared to be condensation on the cassette. There was no reported patient involvement.